Event description:
The following report was received from the affiliate: approximately two weeks post index procedure the patient complained of chest pain and was taken to the hospital by ambulance. Cag was conducted and thrombus was observed inside the implanted cypher stent towards the distal edge. To treat the thrombus, aspiration was conducted and poba was conducted; details are unknown. A competitor's 2.5x18mm bare metal stent was implanted distal to the implanted cyhpher and a second 2.5x18mm cypher des was implanted proximally in an overlapping fashion. Inflation time and pressure were unknown. The physician's comment: the probable cause of the thrombotic event was because the administration of the anti-platelet therapy was stopped due to liver dysfunction. Ticlopidine hydrochloride was stopped due to the patient's liver dysfunction in 2006. Aspirin was stopped 2 days later in order to perform bronchoscope, but eventually, it was not performed.

Manufacturer narrative:
The procedure was an elective case. The target lesion was at the mid lad. The vessel was de novo and concentric lesion, classified as type b2. The lesion length was 10mm and vessel diameter was 2.5mm. Pre-dilatation was conducted with a 2.5x5mm ryujin plus balloon at 8atms for 30seconds. A 2.5x18mm cypher des was deployed at 16atms for 30 seconds. Post-dilation was not conducted ivus was not conducted. Cag was conducted and confirmed the implanted cypher was fully covering the target lesion. The cypher was implanted without problem. The residual % of stenosis was 0%. Timi flow pre and post procedure was iii. Act was not measured. Please note: device (cjs18250 lot# i0806066) is distributed outside the united states: however, it is similar to the united states product cxs18250. Any additional information will be submitted within 30 days of receipt.